Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, it was found that the e-box component is leaking. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, a leaking e-box condition was found and then reported. Based on the investigation details, the e-box was replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.